Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and noted that the iabp unit was not functional. The stm replaced the motor control board and the scroll compressor. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during power up, the cardiosave intra-aortic balloon pump (iabp) generated fault code #14 and alarmed. Since the event occurred during powerup, there was no patient involved and no adverse event was reported.